Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the object lens adhesive is peeling off, and the scope ID (identification) data is missing. Based on the results of the investigation, the image loss was caused by corrosion of the video connector, which resulted in a b30-scope communication error. The root cause of the reported malfunction could not be definitively determined; however, it is likely attributable to component damage from use stress, external factors or handling, or failure of the mounting components of the electrical board (e.g., integrated circuit chips, capacitors). The event can be detected/prevented by following the instructions for use: ltf-s190-5/10 operation manual [chapter 3 preparation and inspection_3.8 inspection of the endoscopic system] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope displayed an image that occasionally disappeared during an unspecified therapeutic procedure. The procedure was completed using the same device and no delay. There was no report of patient/user harm.